Manufacturer narrative:
The customer has not accepted the quote for philips to perform service. The device remains at the customer site.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that "the device has a burnt power supply does not switch on." There was no reported patient involvement/adverse patient impact.